Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 203 mg/dl and 102 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported nurse hung an antibiotic as a secondary and noticed that the fluid was backing up into the primary bag. Set was changed out. No pt harm reported. No further patient/event info was available.